Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results for one patient involving unicel dxc 600i synchron access clinical system. The customer generated initial total bhcg and auto-diluted tbhcg results that did not correlate. The customer performed a manual dilution, and the result was issued. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit on (B)(4)2012 and no hardware issues were identified. The unit conformed to the manufacturer's published performance specifications. The customer stated system checks performed on (B)(6) 2012 passed within specifications. Quality control (qc) levels 1 and 3 yielded good recovery between (B)(6) 2012. In conclusion, the cause of this event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00757.